Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Charge or battery lasts less than expected confirmed. Unexpected battery power loss confirmed.

Event description:
The customer reported via phone call that their insulin pump received an replace battery now alarm and power error alarm. The customer¿s blood glucose level was unknown. The customer did received a low battery alert prior to the replace battery now alarm. Timing was less than 8 hours from the low battery alert to the replace battery alert. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewound. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The insulin pump will be returned for analysis.